Manufacturer narrative:
No conclusion code available. Final analysis found the reported short eri to eos margin was confirmed in the laboratory. Review of the device image noted a short eri to eos margin. The device was tested on the bench and no anomalies were found. The cause of the short eri to eos margin could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibiting a short eri to eol margin. The device was successfully explanted and replaced.